Manufacturer narrative:
Additional information: e1 (fax number): (B)(6).

Event description:
It was reported that, during reprocessing, the device was found to have an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 34 colony forming units (cfus) of unspecified contamination. The device was retested on march 21, 2025, and it tested positive for 150 cfus of enterobacteria (citrobacter freundii) and pseudomonas in the suction channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Additional information fields: e1 (telephone number), h4 corrected fields: b3, b5. This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 3cfu. Bacterial identification: gram positive bacteria, micrococcaceae, staphylococcus epidermidis. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.